Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing from the bottom case and plunger assembly upon receipt, both front corners of the top case were cracked and chipped, the right plunger case and battery door were cracked and a non-original equipment manufacturer battery was found in the pump. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the occlusion test portion of the investigation. Root cause of the reported issue is unknown, but the worm coupling does not operate as intended. Replaced the worm coupling, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.